Event description:
It was reported that when a shaver was used during surgery, it left metal shavings in a pt.

Manufacturer narrative:
Final investigation showed that while the device had been used, no external damage was noted on the device, and there was no damage that would explain the presence of metal shavings. No metal shavings were noted on the device or in its packaging.